Event description:
Litigation papers allege patient has been experiencing severe pain. Update: 10/18/2012 pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. Patient demographics added. Update 5/27/15-pfs and medical records received. After review of the medical records for MDR reportability, all implants are being reported as the patient had a poly on metal construct and none of the implants can be excluded as the cause of pain. The unknown hip is being updated to a poly liner. It should be noted the sticker sheet includes cables, but at this time no primary operative note has been provided to indicate why they were used.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.